Event description:
It was reported that the pump screen and display were "lifted" away from the pump body. The customer was able to continue to interact with the pump but reverted to an alternate method of insulin therapy while a replacement pump was sent to them. There was no adverse impact to the customer's blood glucose level.